Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during a routine follow-up, the patient implanted with this pacemaker reported episodes of near syncope and dizziness. Review of the implanted system revealed oversensing of the minute ventilation signal. The oversensing resulted in eight seconds of pacing inhibition for this pacemaker dependent patient. This pacemaker was reprogrammed to turn off the minute ventilation sensor. The rv lead is a competitor product. This pacemaker remains in service. No adverse patient effects were reported.